Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Most likely root cause is foreign material on strip connector. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 error upon test strip insertion. The customer's expected fasting blood glucose test result range is 116mg/dl. The customer reports symptom of fatigue. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The test strip open vial date is (B)(6) 2016 nad manufacturer's expiration date is 10/22/2018.